Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the sensor came apart when lifting the serter and the sensor stayed behind on the pedestal. The customer's blood glucose was unknown at the time of incident. Troubleshooting reviewed insertion techniques and advised that a replacement sensor would be sent to the customer and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor found the sensor separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.